Manufacturer narrative:
For this case, no optical coherence tomography (oct) scans, system settings, or patient ocular history could be obtained for review. Thus, clinical factors cannot be excluded as potential causes for this event. In addition, as the reported rupture occurred during phacoemulsification, surgical technique cannot be excluded as a cause or contributing factor. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The root cause of this event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
No additional information expected. Surgeon does not wish to be contacted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a broken capsule after laser assisted cataract surgery and during phaco treatment of the left eye; an anterior vitrectomy was performed. The surgeon is unsure what caused the broken capsule.